Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4. D6b. D10 concomitant devices: non-exactech saw. (B)(6) 351-90-20 - tubercle pin pouch. (B)(6) 350-04-01 - flat cut talus sz 1 r. (B)(6) 350-10-01 - ankle sz 1 locking clip. (B)(6) 351-90-22 - 2.5" pin pouch. (B)(6) 350-12-01 - tibial plate fb sz 1 rt. G4. H4. H6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The reason for the revision reported cannot be confirmed from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as images, radiographs, and relevant clinical information were not provided, and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a right ankle replacement on (B)(6)2021. Approximately 1 year and 5 months after the initial procedure the patient had a right ankle revision on (B)(6) 2022. The patient has suffered the following injuries, including but not limited to, severe pain, swelling, instability, falls, scar tissue, and weakness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
Pending investigation.